Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the syringe IV tubing snapped/broke at top near syringe. The patient syringe pump tubing infusing the patients (cisatracurium) drip snapped at the level of the alaris pump, stopping the flow of medication to the patient. The nurse quickly picked the drip up and reprimed using a new syringe tubing and quickly reprogramming the drip, allowing the medication to continue to be infused. This could cause a big problem if the medication infusing had been on of our IV pressors.